Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30542260m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered gastroparesis requiring prolonged hospitalization. A pulmonary vein isolation was performed and the procedure was completed without any problem. Thereafter, the patient had symptoms of gastric dilatation 3 and 4 days after the end of the procedure. Esophageal vagus nerve disorder (gastric dilatation) occurred. The procedure was performed on (B)(6) 2021 and the patient was hospitalized since several days later until now ((B)(6) 2021). The patient's condition did not improve and the patient continued to be hospitalized. The physician commented that isolation line in pulmonary vein isolation was also carefully examined by esophagography. Temperature monitoring was also performed using an esophageal catheter, but the patient had symptoms of gastric dilatation. If you are suspected of having esophageal vagal nerve disorder. There may have been a problem with the ablation line or the ablation output (30 w), not due to the effect of this product. However, since there has been no adverse event for several years, the physician commented that it may have been caused by the patient. Additional information was provided. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure and patient condition related. Patient outcome of the adverse event was unchanged. The patient did require extended hospitalization because of the adverse event but details are unknown.